Event description:
Total hysterectomy + oopectomy = removal of uterus, both fallopain tubes and ovaries, cervix, and appendix. Which resulted in surgical punctures of the no reproductive organs causing extensive damage and requiring life medication therapy that does not work.